Event description:
It was reported that the customer's insulin pump was exposed to moisture damage. The customer's blood glucose level was 142 mg/dl. Standard troubleshooting was performed. The customer stated the insulin pump fell in the toilet. The insulin pump passed a self test. The customer was advised to monitor the insulin pump. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).